Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the surgeon fired three clips on accessory vessel, none of which closed completely. Clips were removed. Instructed surgeon to squeeze handle harder more completely. Fired instrument several more times in and out of pt with mixed results of complete clip formation. Surgeon was able to get enough clips of what seemed like adequate clip formation to complete the case. After case, rep fired last two clips applying excessive force to firing handle. Clips (taped to instrument) showed incomplete closure. Instrument rinsed in decontamination agent. Instrument was part of lap cholecystectomy kit fdc15. There was no consequence to the pt.